Event description:
In 2003, the patient was seen by a company representative, testing performed at that time on the c1 device reportedly revealed high impedance on some electrodes. At that time, there was no reported decrease in patient's performance. The patient continued to be monitored by the center. Seven months later, the patient reportedly was seen at the center for device evaluation. Testing performed revealed high impedance on an additional electrode and patient performance was beginning to decrease. The patient's device was explanted.